Event description:
It was reported that during an unk procedure, pieces of 2 devices broke off and were retrieved. The procedure was completed with a third like device. There was no patient consequence.